Manufacturer narrative:
(B)(4). Surgery prolonged. A manufacturing record evaluation was performed for the finished device pmz722 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any additional tissue damage as a result of searching for the needle piece? Patient¿s current status? Is there a medical treatment or another surgical intervention to retrieve the needle?

Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2020 and suture was used. During the procedure, the tip of the needle broke off inside the patient. An x-ray was taken, and the piece was located, however the piece could not be retrieved. The surgeon estimated that the tip was approximately thirty percent of the needle. The procedure was delayed for about an hour. Additional information has been requested.